Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted into the patient during laparoscopic supracervical hysterectomy, bilateral salpingectomy, laparoscopic sacrocervicopexy with a non-boston scientific y-mesh, abdominal enterocele repair, tension-free vaginal tape (tvt) advantage fit sling, posterior repair, perineorrhaphy and cystoscopy procedures performed on (B)(6) 2015 for the treatment of uterovaginal prolapse, cystocele, rectocele, enterocele, stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury related to the advantage fit implant. Additional details regarding this experience were not provided.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) md. (B)(6) health system. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified patient injury related to the mesh implant. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.